Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end user and caregiver reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 309 mg/dl on the first day of ilet therapy. The user remained on insulin pump therapy and monitored at home; bg decreased to 175 mg/dl later the same day. No hospitalization or medical intervention was reported and no long-term health effects were reported.